Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that an endostat iii rf generator was used during a colonoscopy procedure. According to the complainant, during the procedure, the accessory device was not getting energy. The generator was making noise, however, there was no cauterization and no error codes were observed. The procedure was completed with this generator, non-bsc active cord and accessory device as sometimes the active cord connected with the generator, allowing energy to be delivered. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the serial number. Therefore, the manufacture date is unknown. (B)(4) for the reported event: generator failed to deliver energy. (B)(4) for the reported event: generator connection issue. The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.